Event description:
It was reported that a 29mm aortic valve was explanted and replaced with another 29mm valve after an implant duration of 9 years, 2 months due to torn leaflet, stenosis, calcification, and degeneration, potentially related to endocarditis and aortic root aneurysm. Per medical records, the patient underwent redo-avr, aortic root aneurysm repair with #30 gelweave graft, and pulmonary artery repair with a bovine pericardial patch. The patient was discharged home in stable condition on pod #6.

Manufacturer narrative:
H10: additional narratives updated b5, b7, d4, h4, and h6 per new information received. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. The device was not returned for evaluation, as the device status has not been provided. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a 29mm aortic valve was explanted and replaced with another 29mm valve after an implant duration of 9 years, 2 months due to torn leaflet and aortic root aneurysm. Per medical records, the patient underwent redo-avr, aortic root aneurysm repair with #30 gelweave graft, and pulmonary artery repair with bovine pericardial patch. The patient was discharged home in stable condition on pod #6. As reported, the event might be related to endocarditis. There was device malfunction allegation.